Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 12:00a for a broken ankle and low blood glucose levels. The patient's blood glucose was not recorded at the time of the call. The customer stated that they had found a bent cannula after assisted with trouble shooting. The customer will have his insulin pump supplies replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.